Manufacturer narrative:
Product event summary: the sheath 4fc12 with lot number 46102 was returned and analyzed. Visual inspection of the sheath showed that the shaft was kinked at 2.7 inches from the tip. In conclusion, the sheath failed the return product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.